Event description:
An attorney reported on behalf of a plaintiff/plaintiff's family that a female consumer had essure inserted. On (B)(6) 2013, the pt was submitted to a robotic hysterectomy. On an unspecified date the pt experienced small piece of coil found on MRI from previous procedures to remove the coils, weakness in the left side, numbness in the left side, subjective abdominal pain, back pain, frequency of urination, pain, bloating, rash, pelvic dense adhesion in the anterior and posterior cul-de-sac areas and complication of device removal. The outcome of the event rash was recovered / resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs